Event description:
Pt was revised after she slipped on a dock at the lake but did not fall, causing dislocation. The poly was not in a locked state when the wound was opened. Abnormal poly wear was found, as well as osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).